Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. H3 evaluation: packets of product were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. The fixation tab was observed in all samples. A functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a hip surgery on (B)(6) 2022 and barbed suture was used. During the procedure, the suture became detached from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Upon visual inspection of the three pictures received for evaluation, it was observed two empty foil packets and a stratafix suture with a side of the fixation tab broken of product code sxpp1a406. In addition, the reported condition of needle pull off was not observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the fixation tab intact when the suture was placed in the patient? The fixation feature was intact when the suture was unpacked, broke at the first stitch. Was the needle it retrieved during the same surgical procedure? The needle was removed during the same surgical procedure . Was there any additional tissue damage as a result of searching for the needle piece?there was no other tissue damage during the search for the needle. Was additional dissection required in other organs/tissues other than the target tissue? No additional anatomy is required for other organs / tissues except the target tissue. Were there any adverse patient consequences? The surgery was delayed for no more than 15 minutes. Device return status/follow up? Noted. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare. Active ingredient(s): triclosan dosage form: suture/solid/par.enteral strength: 2360 g /m. Related to: 2210968-2022-00845.